Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the patient line of the homechoice cassette and transfer set was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain four of five. The patient was connected at the time of the alarm. The care giver (cg) stated the patient had become disconnected from the transfer set (ts). The cg stated they did not see any damage to the ts or cassette. The cg was unsure how the disconnection occurred. The renal therapy service agent (rtsa) had the cg end therapy on the homechoice and advised them to have the patient start over with new supplies. The rtsa reviewed proper procedures with the patient. Product surveillance contacted the patients registered nurse (rn) regarding the reported event. The rn stated the hp had been on medication the evening of the reported event and had seemed confused; they were unsure how the disconnection had occurred. The rn stated there had not been any damage to the cassette or ts, however the ts was replaced as a precaution per hospital protocol. There was no patient injury or medical intervention associated with this event. No additional information is available.